Manufacturer narrative:
Method - a review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Per the gore"excluder"aaa endoprosthesis instructions for use, the safety and effectiveness of the gore"excluder"aaa endoprosthesis have not been evaluated in the following patient populations: leaking, pending rupture or ruptured aneurysms. Add'l device implanted: (B)(4)/pxc121400

Event description:
On (B)(6) 2010, the patient was implanted with two gore?excluder?aaa endoprostheses to treat an emergent abdominal aortic aneurysm rupture. During the procedure, an open bypass surgery was performed to maintain blood flow between the right renal artery and the superior mesenteric artery. On (B)(6) 2010, the patient expired. It was reported that the left thorax was full of blood. An autopsy was not performed and the exact cause of death is unknown.